Manufacturer narrative:
The insulin pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace the battery alarm. Customer said that the device kept on alarming every 4 days to change the battery. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm, this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.